Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition and the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Visual inspection identified that the fiber body was broken into three pieces. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on all information available, the malfunction of the device has been confirmed; however, the most probable cause that contributed to the reported fiber break cannot be established.

Event description:
It was reported that during procedure, the fiber fractured. The fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure, the fiber fractured. The fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.